Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after feeling "thumping." An interrogation noted that the right ventricular (rv) lead had high thresholds. Nerve and diaphragmatic stimulation were reported. The physician decided to reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.